Manufacturer narrative:
(B)(4). A batch review was conducted and no issues were noted during the manufacturing process. Should additional information become available, a follow-up MDR will be submitted. (B)(4).

Event description:
A report was received from baxter (B)(4) that when a patient disconnected from the night machine, she noticed that the miniset was leaking despite that it was closed. The patient had a wet dot on her clothes. The hospital wanted her to come immediately in case of risk for peritonitis. No antibiotics were transferred to the patient and there was no peritonitis. No patient injury has been reported. The sample is available.